Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive as well as intermittently delayed in responding to presses. It was also reported that the battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.